Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device during drain one of four in peritoneal dialysis. The home patient (hp) was not connected at the time of the alarm. The care giver (cg) advised that the hp went to use the restroom and tangled up the patient line which became disconnected, and the alarm then occurred. The technical service representative (tsr) had the cg close all clamps and cycle the power on the hc device to clear the alarm. The tsr explained the alarm and advised that the hc had ended therapy. The tsr reviewed proper procedures with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient line becoming disconnected during therapy is a known cause of this alarm; however, the cause of the disconnection was not determined. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.